Event description:
Reported via clinical study. It was reported that an allergic reaction occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. One day after the implant procedure the patient experienced facial swelling, hives, and itching. The patient started on a medrol dose pack and experienced improvement in symptoms. The patient stated that they have experienced facial swelling and redness after previous procedures. It was suspected that the patient had an allergic reaction to the iodinated contrast dye used in the procedure. The event was reported to be resolved.